Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation; however, it has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, the headway duo catheter was introduced into the support catheter and the .014 aristotle wire which had previously gone through the headway duo catheter with no issues wouldn't advance through the headway duo catheter. Catheter and wire were removed from the patient and hep saline was flushed through the duo with much difficulty, and when the hep saline finally came out a small piece of something white flushed out with it. We were unable to retain the white object as it was extremely small and got lost while attempting to retain it. It was outside of the patient at that time. The device will be returned for analysis. The patient outcome is reported as "good".